Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on glucose monitor. Suspected cause was due to the customer¿s settings requiring adjustments. Customer administered a correction injection to address high bg. Customer will be consulting their healthcare provider about adjusting settings to better meet customer's needs.